Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced glass breakage during use. The following information was provided by the initial reporter. The customer stated: it is reported by customer glass vacutainers are breaking during centrifugation. "I received a voicemail from a customer who states that she is calling in regards to vacutainer tubes. She¿s using them in her centrifuge and they are breaking. "